Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation and nelson lab results. The scope was sent an independent laboratory for ethylene oxide (eto) sterilization and returned to the service center for a device evaluation. A visual inspection was performed on the returned device and found yellowish material on the walls of the biopsy and suction channels when using the boroscope. The yellow material/substance is present within the bending section area of the biopsy channel and continues throughout. Service center could not perform a leak test since the c-cap was missing. The bending section cover is also missing a portion near the distal end side. The scope was purchased on august 30, 2017. Based on the evaluation, service center is unable to determine the cause of the yellowish material inside the biopsy and suction channels.

Manufacturer narrative:
This supplemental report is being submitted to update the status of reprocessing review, and to provide the results of review of the sampling technique for the positive culture sample. The olympus ess (endoscopy support specialist) did not perform a review of the reprocessing technique. The user facility declined the review and in-service. The user facility stated that the event potentially involves an issue with one employee that they will address internally. Independently, the sampling technique and circumstances for the sample were reviewed. The review found the following deviations against the sampling procedures check sheet: cardboard box material was in the sampling area, the facilitator's right wrist was not fully covered by the sterile glove, and the facilitator did not cover the suction cylinder while flushing the instrument channel.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. As part of the pms study process, scope inspection was performed at third party laboratory. Below is the summary case report for this scope. High concern organisms were not detected during the destructive sampling. Bleaching on the glue of the bending section, the distal end cover and around the nozzle. Detachment of the glue of the bending section and the distal end cover. Scratch on the glue of the bending section. Missing parts of white glue around the light guide lens.

Manufacturer narrative:
This supplemental report is being submitted to provide probable root cause information. Olympus submitted the sampling and culturing study interim report of the tjf-q180v on october 30, 2019. According to the report, a root cause of this case is following; it was not possible to conduct the reprocessing procedure review at this site, which is required for a comprehensive root cause analysis. Although the reprocessing procedure was not reviewed, insufficient reprocessing due to improper processing procedure and/or contamination due to improper sampling procedure are probable causes.

Manufacturer narrative:
The scope has not returned to olympus for evaluation. The cause of the reported complaint cannot be confirmed. Currently the investigation is ongoing, and as part of our investigation, an olympus endoscopy support specialist (ess) will be dispatched to the user facility to observe the reprocessing technique of the technician involved in the reported scope. The subject scope will also be sent to an off-site independent laboratory for ethylene oxide (eto) sterilization and subsequent olympus evaluation. Olympus will continue to investigate and work with the user facility to obtain more specific and detailed information regarding the reported event. If additional information becomes available, this report will be supplemented accordingly.

Event description:
Olympus was informed that during a post market surveillance study, the scope tested positive for roseomonas mucosa. There was no reported patient injury or infection.